Manufacturer narrative:
E1: patient city: (B)(6). Patient country: turkey. Name: (B)(6). Country: united states of america. (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that patient faced cannula issues on (B)(6) 2026 as the cannula was bent which led to high blood glucose level that was treated with set change insulin delivery from the pump. The infusion set was in use for one day and the site of insertion was leg.